Manufacturer narrative:
Pt age/date of birth: please note that this age is the average age of the patients in the "incomplete removal group" reported on the poster, as the actual age of patients involved was not provided. Date of event: please note that this date is based off the date that the conference at which the poster was presented began as the actual event date was not provided. Suspect medical device information references the main component of one of the systems involved in the reported events; concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pizarro-berdichevsky, j., clifton, m.m., dielubanza, e.j., gill, b.c., okafor, h.t., faris, a.e., rackley, r.r., moore, c.k., vasavada, s.p., goldman, h.b., quirouet, a. And risk factors for sacral nerve stimulator lead breakage at the time of lead revision or explantation. Annual meeting of the society of urodynamics and female urology. 2016. Summary: sacral neuromodulation is a highly effective therapy for indicated conditions. Up to 30% of patients will require lead revision within 5 years of implantation. This study investigated lead breakage during removal at our institution. Risk factors for lead breakage during removal were identified. Reported events: 14 female patients with sacral neuromodulation (snm) underwent incomplete removal of the lead during a lead revision or explantation; there was lead breakage at the time of lead revision or explantation. Fifteen of these removals occurred more than 37 months since implantation. Additional information has been requested from the corresponding author regarding event dates, product information, alleged issue (reasons for revision/explant), symptoms, troubleshooting, diagnostics, actions/interventions (# revisions vs # explants), patient outcomes, causes/factors, and patient identification, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. No specific device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.